Event description:
Customer reported experiencing a low blood glucose event earlier in the day, with the lowest level recorded at 2.0 mmol/l. To address the low level, customer consumed carbohydrates. Customer did not require assistance from a third party and was already using a pump with control-iq technology enabled. Technical support advised the customer to consult their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer acknowledged this recommendation.